Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were 324, 360, 236 and 229 mg/dl. Tests were done within 10 minutes. No further information has been reported.